Manufacturer narrative:
Manufacturer reference number: (B)(4): incident date was not provided. Lot number not provided, UDI not provided, re-processing information not provided, since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence, cystocele, and rectocele.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.